Manufacturer narrative:
The sample had been returned to arrow. Co's examination indicates that the balloon had a tear in the latex near the proximal band. Balloon deterioration can orrur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon ruptured in situ. There were no pt complications.